Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running one pt sample on the axsym digoxin iii assay. The customer stated that the sample was hemolysed and was not sufficiently filled. They were able to get results when they ran a non-hemolysed, sufficiently, filled sample. There was no impact to the pt's management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.